Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Intermittent button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen screen noted.

Event description:
The customer reported that was not registering any information. The blood glucose reading was 278mg/dl. Troubleshooting was performed. The customer stated that the screen was frozen and the time clock was not advancing. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.